Manufacturer narrative:
The investigation found the system was polluted with polystyrene, specifically the reagent probes. The root cause is the customer's own water supply system. The investigation could not identify a product problem. Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Manufacturer narrative:
Multiple service actions were performed for all involved modules. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with mg2 magnesium gen.2 on four cobas pro c 503 analytical units. Data was provided for 54 patients samples that had initial results reported outside of the laboratory. Refer to the attachment for all patient data. Magnesium results for patient samples tested on c 503 serial numbers (B)(4) were affected. The following magnesium reagent lots are affected: lot 62748001 with expiration date 31-dec-2023. Lot 59949001 with expiration date 30-sep-2023. Lot 63848001 with expiration date 29-feb- 2024.